Event description:
It was reported that the pt's previous pump was replaced due to its flipping in the pocket, and because "the catheter was sticking out of the skin." No info was provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).